Manufacturer narrative:
Initial.

Event description:
It was reported that after showering the user experienced dizziness and low glucose, treated with oral glucose, then received and dismissed an occlusion alert before reconnecting the infusion set; subsequent readings showed hyperglycemia with a pump value of 388 mg/dl and a fingerstick of 356 mg/dl, and the user calibrated the ilet using the fingerstick, with no visible leaks or moisture, and troubleshooting and education were completed regarding the infusion set and occlusion resolution. Symptoms included dizziness, hypoglycemia with a nadir of 54 mg/dl corrected with glucose, and hyperglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no additional findings and insufficient information regarding a specific device component or malfunction beyond the resolved occlusion, and no device component could be conclusively implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.